Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) per accredo complaint form: husband reports patient is anxious due to cadd legacy pump no disposable clamp tubing alarm. Never knows when it will go off and doesn't want to go to bed incase it goes. Off. Patient wants off the cadd pump. Cadd legacy pump serial numbers (B)(4), cassette lot number not provided. Drug name and strength: remodulin 2.5mg/ml. Dose and route prescribed: remodulin,dose - 22 ng/kg/min intravenous. Frequency: continuous. Start date: (B)(6) 2018. Lot#: 2101979, expiration date : 05/31/2022. Note: lot#: 2101979 found invalid.